Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a cranial laser ablation procedure. It was reported that intra-operatively, the surgeon noticed the tip of the laser catheter was gone after the first ablation. The site utilized a different catheter for the other two ablations. Surgery was completed using the navigation system and there was no reported delay or patient impact.

Manufacturer narrative:
Two catheters for the ablation system were returned to the manufacturer for evaluation. Visual inspection noted that the tip was burnt and the second tip was intact but had visual evidence of burns. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.